Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that the patient had a pump replacement procedure performed on (B)(6). The patient was later admitted into a hospital on (B)(6), as she was having severe pain. The patient was adamant that the pump was not working, as she was not receiving her normal therapy. A medtronic representative checked the pump settings on (B)(6). The settings were determined as being correct, and nothing was found on the pump logs. It was noted that the patient's pocket was infected, and very swollen. A consultant did not want to refill the pump, perform a catheter dye study, or place any needles through the patient's skin until the infection cleared. The medications administered via the pump were clonidine and morphine. On (B)(6) 2011, it was further reported that an x-ray was performed, and the catheter and pump connection was noted as being "fine". The pump had been implanted in regards to "back and leg stump pain". This pain had shortly returned after the pump replacement. It was noted as inconclusive if the patient experienced any withdrawal symptoms. The patient was receiving oral morphine. On (B)(6) 2011, additional information received indicated that the pump had been explanted, because they could not control the infection in the pocket. The consultants did not believe there was a pump failure. Because the patient was insistent that the pump was not working, they thought it was best to send the pump back to the manufacturer for analysis. Additional information will be provided in another follow up report, as it becomes available.